Manufacturer narrative:
This is one of two complaints concerning the same patient with different reportable events. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported that two days ago and the first night they received the liberty cycler they had a fluid leak when removing the cassette. The patient was not able to complete the treatment the first night and cancelled treatment. Patient was advised to discontinue the use of the cycler. Patient will revert to continuous ambulatory peritoneal dialysis treatment. I advised to follow up with the pd rn in regards to the replacement cycler. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.